Manufacturer narrative:
B3/d10: the events occurred on unspecified dates from 2023-2025, reported as "since they started treatment a year and a half ago." D4: the lot number is unknown, therefore, only a primary di number could be provided. G1: the devices were manufactured at one of the following facilities: baxter healthcare - cuernavaca, ave. De los 50 metros no. 2, cuernavaca 62578, mexico. Baxter healthcare - cleveland, 911 highway 61 north, po box 1058, cleveland ms 38732, united states. The devices were discarded and the lot numbers are unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity of minicaps were "dried out." This was identified before use of the devices for peritoneal dialysis therapy. There was no report of patient injury or medical intervention associated with this event. No additional information is available.